Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included the removal and replacement of the vertical motor assembly on the surgeon side console (ssc) to address the reported ergonomics error message and initialization failure. The faulty ssc ergo vertical motor was identified and replaced, and the system was verified as ready for use following the intervention.

Event description:
It was reported that during a procedure on the da vinci 5 system, an ergo error message occurred on the console. The customer disabled the ergo controls and continued as planned, and technical support was contacted for assistance. The procedure was completed as planned with no report of patient injury.